Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported in june or july the doctor pulled out the implant and the doctor talked about getting a nevro unit and put it way out in space compared where it was supposed to go. The patient stated the doctor messed up. The patient stated he lost weight and then the implant was poking out and was catching on everything. The patient stated he made the doctor remove the implant and circled spot where it should be implanted. The patient states he has had 15 back surgeries, but did not have all the dates or exactly what broke. Troubleshooting tried to clarify dates and what occurred however patient did not provide. Patient states the issues were normal revisions as well as things he has broken.